Manufacturer narrative:
It was reported that the fuses blew when turning the compressor mini on. The reported compressor was investigated onsite by our field service engineer (fse). The fuses and drainage valve were replaced by the service engineer. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5 000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 8000 hours of operation when replacing filters, compressor tubing, shock absorbers and overhauling the compressor. It is unknown when, or if any of these maintenance has been performed. Since no parts were returned, the cause of the reported issue cannot be determined by this investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor's fuse was blown when switching on the machine. There was no patient harm. Manufacturer's ref.#: (B)(4).